Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
On (B)(6), information was received from a healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient who was receiving hydromorphone (50.0 mcg/ml, 10.006 mcg/day) via an implantable pump for non-malignant pain. On (B)(6) , the patient reported increasing right leg and back pain. An examination on (B)(6), also resulted in increasing right leg and back pain. The device was interrogated and the results were normal. On (B)(6), medication was administered, specifically caudal epidural. On (B)(6), medication was administered, specifically "right s1 selective nerve root block". On (B)(6) , a catheter access port (cap) dye/contrast study was performed and results stated, extravasation around catheter anchor and outside of the area where the catheter entered the intrathecal space. The event resulted in in-patient hospitalization and an unscheduled clinic/office visit. The event outcome was ongoing. The identified device diagnosis was "catheter break/cut". The event etiology was indicated as related to the device/therapy and unlikely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient had spinal compression symptoms and was scheduled for laminectomy and catheter revision. The patient had increased pain due to spinal compression and or stenosis. A dye study was performed, and the clinic reported results as positive for "obstruction and or fracture". The approximate date of the dye study was (B)(6) 2017. Surgical intervention was reported and the event was resolved at the time of the report. The patient was on morphine of an unknown concentration at a minimum rate. The patient was scheduled for an adjunctive laminectomy/decompression spine procedure. The surgeon implanted a new catheter as the current system displayed a fracture. The laminectomy was performed and a new catheter was implanted. Upon explant the surgeon asked that the catheter be returned to the manufacturer for analysis. Additional information stated the catheter replacement surgery occurred on (B)(6) 2017 and the issue resolved without sequelae on (B)(6) 2017. That patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study and a manufacturer representative indicated the product was returned for analysis. It was noted that the catheter was explanted/replaced on (B)(6) 2017 and the event resolved the same day. The cause of the broken/cut catheter was not determined. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter (sn; (B)(4) found the catheter body was broken. Visual inspection identified a break in the catheter. The cross section of the catheter was elliptical near the break, which is consistent with it being compressed. The catheter was returned in segments. It was found to be patent. No leaks were identified. Initial patency testing found the catheter to be occluded. The occlusion broke loose during the decontamination process and passed subsequent patency testing. The previously reported conclusion code 11 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.